Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Customer's blood glucose (bg) was elevated (over 400 mg/dl); however, customer was unsure how high. Customer delivered a bolus to address bg.